Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed 15 units of insulin on board (iob). Review of the pump bolus history by tandem technical support showed that a food bolus of 6.55 units had been programmed and delivered by the user based on a bolus entry of 73 grams (g) of carbohydrates and a blood glucose (bg) value of 190 mg/dl. Additionally, pump data showed, at 6:52 a.m, a quick bolus of 4 units was delivered, and subsequently, at 7:02 a.m, a quick bolus of 6 units was delivered. Reportedly, the customer had placed the pump in a pouch and did not request the quick bolus requests at 6:52 a.m or 7:02 a.m. Multiple attempts were made by tandem technical support to request upload of pump data so the pump logs could be reviewed; however, the customer did not respond. A follow-up to ensure the customer's bg levels remained within range was declined by the contact.